Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint. The unit passed all verification testing. The unit was run with and without a water loop coupling at accurate revolutions per minute (rpm) for an hour of consecutive rotation with no failures observed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, the pump operated normally later. Per the field service representative (fsr), she could not replicate the reported issue. The logs showed some possible motor connectivity issues. The motor and pump cable were replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control unit (ccu) was stuck at 700 revolutions per minute (rpms) without alarming. The team was not able to switch the speeds and had to switch to manual drive for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.